Event description:
It was reported that a pt underwent a hernia repair procedure on (B)(6) 2010, and mesh was placed. One week post-operatively, there was no abnormality detected, then, 2 weeks post-operatively, a seroma had formed that was the size of a tennis ball. The pt underwent a re-operation on (B)(6) 2010, for mesh removal and ablation of umbilicus.

Manufacturer narrative:
(B)(4). Seroma. Conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.